Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. It was found that there was no power to one-phase uninterrupted power supply (ups). Upon troubleshooting, fse found the voltage was not passing because the 24-volt power supply in the fan tray was not allowing the voltage to pass. To resolve the issue, fse replaced the power distribution unit (pdu) fan tray and direct current power supply (dcps). The defective pdu fan tray and dcps was returned to philips for failure analysis, and analysis confirmed the failed component as a 24 volt power supply unit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.